Manufacturer narrative:
The customer contacted a siemens customer care center, and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls were within acceptable ranges on the day of the event. The customer ran a 5-test precision study on 3 samples and siemens remotely performed alignments on sever 1 and integrated multisensor technology probes. Then, calibration was reordered. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed preventative maintenance, replaced the r2 mixer, r1 belt, and cleaned all drains. The cse also performed alignments and ran service methods for sample 1, reagent 1 and reagent 2. Controls were also run and recovered within range. Preanalytical variables and inconsistent sample aspiration and/or dispense potentially contributed to the discordant, falsely depressed vanc result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The falsely depressed result was not reported to the physician(s). The sample was repeated twice on the same instrument and higher results were obtained on the patient sample. The repeat result of 18.2 ug/ml was reported to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely depressed vanc result.